Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(6) 2012. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Manufacturer narrative:
The device was explanted and will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this patient reported hearing tones from this device. Upon interrogation, a message was received stating that the voltage was too low for the projected remaining capacity. A disk analysis was received and analyzed, and it appeared there had been a recent unexpected drop in battery voltage on the device, causing a battery system fault. Further analysis noted that a device issue may be occurring that could cause the device to intermittently draw excess power from the battery, resulting in the drain. Since the battery behavior and longevity estimates for the device will be unpredictable, the device was explanted and replaced with no adverse patient effects were reported. The device will be returned for analysis.